Event description:
The physician was attempting to use one silverhawk directional atheterctomy device to treat a slightly tortuous and moderately calci fied lesion located in the tibial/popliteal trunk. The device was removed from its packaging and inspected with no issues noted. The device was prepped per the IFU. It was reported that the cutter window jammed during the procedure and that the physician was unable to close the window during cutting. The physician was unable to return the cutter to the housing before the device was removed from the patient. The physician removed the device and used a new device to complete the procedure. No patient injury was reported.